Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the vio integrated electrosurgical generator unit (iesu) was faulting with an error and the c-33 error would not clear. The customer attempted to disconnect cabling and restarted, and the error persisted. The caller had a force triad generator and energy activation cord. The caller was going to bypass the iesu for cases as the other system was in use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the ports were placed on the patient when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and was ready for use. Isi did receive the iesu and performed the failure analysis (fa). Fa was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. From visual inspection only, the iesu was in a good condition.